Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable pump won't run" alarm and air was noted. It was reported that the residual volume was 44.9, rate 2.4 and given rate 62.25. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).